Event description:
The patient and a manufacturer representative reported that the patient's device seemed to be "losing stamina" and they needed to in crease it to get relief. This issue started the week of the report. The patient had fallen 2 weeks prior to the appointment. The patient wanted to know about the implantable neurostimulator (ins) battery life. The ins battery level was 2.885. A longevity calculation was run at %v, 300 microseconds, 40 hertz rate, 2 anodes and 2 cathodes with 24/7use. The calculation estimated the battery would last 22 months. Impedances were taken and were good. The ins was reprogrammed and the patient was getting better coverage. The patient was going to contact a manufacturer representative still felt like their device was "losing stamina". The patient was implanted for chronic low back pain and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.